Manufacturer narrative:
We checked the returned unit and confirmed that the water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, we confirmed that the u/d and the r/l knobs loose, the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, and the angulation-up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint.in terms of nozzle missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.